Manufacturer narrative:
Date sent: 07/20/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that when they turn their control module on they hear a very loud chirping noise that gets louder throughout the case. There was no pt consequence reported.